Event description:
It was reported by service report that the casters were broken on the foot end of the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: the caster stems were broken.